Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device displayed occurrence of a vent inop alarm of da pcba adc failed. The unit was being used on a patient when the issue occurred. There was no adverse patient effect.

Manufacturer narrative:
.